Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an unknown procedure the first implant was positioned correctly in the applicator, but when the doctor used the correct technique (using a malleable hemicanuka) after having crossed the meniscus, the implant would not discharge from the gun despite having repeatedly pressing the trigger. The second implant was positioned correctly in the applicator, but when the doctor used the correct technique (using a malleable hemicanuka) after having crossed the meniscus and fired the first implant, when positioning the second implant a few millimeters, every system came out of the applicator. The surgeon did not want to continue hurting the meniscus with meniscal suture and so chose to do a meniscectomy instead.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device associated with this complaint was sent to depuy mitek site in (B)(6) on (B)(6)19. The tracking number provided shows it was delivered in (B)(6); however there is no signature of receiving in the complaints group. After repeated attempts to locate the device, it could not be found; therefore, a physical device evaluation cannot be performed. A CAPA was created to address the systemic issue associated with missing complaint devices at the site and the action was completed on (B)(6)2019. As this complaint falls within this time frame, the corrective action is captured in this CAPA. If and when the device is located, the complaint will be re-opened to complete the investigation. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.